Event description:
A customer contacted (B)(6) regarding a system error 2367 alarm on the homechoice (hc) unit during dwell 3/4. The home patient (hp) stated he had already cycled the power after receiving a system error 2240 alarm. The hp further stated the bag had fallen and disconnected. The technical service representative (tsr) reviewed the alarm with the hp. The lot numbers of the supply bag and cassette were unknown. The sample was discarded. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this complaint file. The reported condition of a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the most likely cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. Although it is not clear from the complaint the cause of the bag falling, the complaint is potentially related to the patient not placing the bag in an appropriate location. On page 3-8 of homechoice apd systems patient at-home guide (07-19-61-244) issued on october 2, 2009 patients are instructed to place solution bags on a flat, stable surface and not stacked on top of each other. This review found the labeling adequate for the potential use error in the complaint. This incident was resolved over the phone using the current label copy. Similar complaints have been received for this reported problem, but there is no adverse trend for this issue. CAPA number (B)(4) is associated with the system error 2240 alarms. The root cause is being investigated through the CAPA investigation.